Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("abnormal, heavy bleeding with clots") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone an essure confirmation test". In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal distension ("bloating"), ovarian cyst ("ovarian cysts"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and adnexa uteri pain ("ovaries pain") and was found to have weight increased ("weight gain"). On (B)(6)2010, plantiff underwent hysterectomy with removal of essure. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, weight increased, abdominal distension, ovarian cyst, anxiety, depression, vaginal haemorrhage, menorrhagia, dysmenorrhoea and adnexa uteri pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discremptency-date(s) of removal: 28aug2015,aug 2010 most recent follow-up information incorporated above includes: on 13-may-2019: pfs received: lawyer was added. Patient's demographics was added. New events- vaginal bleeding menorrhagia, dysmenorrhea, ovaries pain,device monitoring procedure not performed were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("abnormal, heavy bleeding with clots") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), weight increased ("weight gain"), abdominal distension ("bloating"), ovarian cyst ("ovarian cysts"), anxiety ("anxious") and depression ("depressed"). On (B)(6) 2010, plaintiff underwent hysterectomy with removal of essure coils. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, weight increased, abdominal distension, ovarian cyst, anxiety and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, depression, genital haemorrhage, ovarian cyst, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.